Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a tb needle and syringe. The customer stated that after injecting the needle into a vaccine vial's rubber stopper to extract medication, the needle was pulling out of the hub and remaining in the rubber stopper when the tech attempted to draw out the needle.